Event description:
The facility reported that the surgeon was not able to remove the ring after the procedure and that the ring had fallen behind the iris. The surgeon reportedly left the ring in the eye in the original surgery. It was not known at this time whether the ring was ultimately removed.

Manufacturer narrative:
The MFR has been unable to contact the facility concerning the event. Initial advice via email to the facility was to remove the ring.